Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the helix fully extended and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fracture or internal shorts. Visual inspection did not reveal any anomalies on the lead with the exceptions of damage consistent with that occurring at the time of the procedure. X-ray examination of the lead revealed that the inner coil consistent was severely overtorqued consistent with the procedural damage.

Event description:
During implant, there was no sensing on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was stable.